Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with corneal opacity and edema covering wide area around descemet membrane following cataract surgery. It was noted that the cataract was a grade 2. The procedure was completed successfully without incident. Additional information was received from the customer indicating the patient was diagnosed with aseptic endophthalmitis. However, the surgeon does not believe this was related to a product problem but rather washing and sterilization.

Manufacturer narrative:
This is a female patient who was scheduled for cataract extraction surgery. At 2 days post-operatively, the symptom was diagnosed as aseptic endophthalmitis. The customer reported that post-operative corneal opacity was confirmed. The patients¿ corneas presented with a wide area of edema (descemet membrane). The bottom of the patient's eye was not visible (per the customers report). The patient's cataract was listed as a dense ¿nuclear grade-2.¿ patient's visual acuity (va) fell to 0.04, which was 0.5 before surgery (without pain). There is no problem the fellow eye and progress has been satisfactory. Opegan and opegan-hi were used as ophthalmic viscoelastic device (ovd). The customer confirms that viscoat was not used. Additional, related information was requested but they did not provide the information. Descemet¿s membrane tearing/wrinkling is often attributable to surgical procedures, and is usually confined to the incision site. Early in the postoperative period, patients can be asymp¬tomatic, and clinical signs might be difficult to detect. When apparent, descemet¿s membrane tears and detachments may cause decreased vision and corneal edema in the first days or weeks after surgery. Known risk factors that may increase the likelihood of traumatic entry into the anterior chamber include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%) 1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. The system was examined and the company representative was unable to find anything that would have contributed to the reported event(s). The system was tested and found to meet product specifications. The system was manufactured on august 25, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).